Manufacturer narrative:
(B)(4). Unable to perform displacement test and selftest and unable to download pump history file due to blank display. Device received blank display due to corroded battery tube. Device was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: broken battery tube threads. Confirmed blank display due to corroded battery tube. Confirmed cosmetic damage.

Event description:
Information received by medtronic indicated that the insulin pump had broken on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.